Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2021096. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based solely on the description of the even, our engineers speculate that the root cause may be associated with excess silicone being present in the body of the syringe. To prevent this issue from contributing to future occurrences our engineers have notified and retrained the appropriate personnel, as well as increasing the requirements for in-process inspection & testing.

Event description:
It was reported that the bd qs syringe ls experienced bubbles during the preparation of medication. The following information was provided by the initial reporter: nurse reports the presence of recalcitrant bubbles during the preparation of medication. In the context of immuno-allergy testing, xylocaine as a local anaesthetic is prepared in these syringes. As the preparation volumes are very small, the presence of bubbles is not negligible (source of error, not reliable). The alternative is to tap the syringes to make the bubbles disappear as best as possible.